Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The complaint received states that during an intervention a palmaz genesis on sds had a kink/bent shaft, the sds was impeded and the stent was offset / out of position. It was also noted during (B)(4) that the stent was flared at both ends that the stent was flared at both ends. The patient's gender and age were unknown. The target lesion was left renal artery. Heavy calcification and vessel tortuosity, the rate of stenosis was 90%. The approach was made from the left brachial artery. The product was properly inspected and prepped and no anomalies were noted. A palmaz genesis (complaint product) stent delivery system (sds) was advanced over cruise guidewire (sjm) through 6f mach1 guiding catheter (bsj) for a direct stent. However, the device became stuck at 20cm from the distal end of the guiding catheter and could not be advanced any further. It was noted that the guide catheter was found kinked. It was reported that the aortic arch was heavily tortuous. The device was removed from the patient and the physician found the shaft of the sds was kinked and the stent was also slightly moved proximal on the balloon. There was no report of strut uplift. The procedure was completed by poba with sterling (bsj) without problems. The procedure was completed without patient injury. One non sterile unit sds rx gen. Amiia 6.0 x1 8 and 142cm of length was received coiled inside a plastic bag; a kink was noted in the catheter shaft at 5 cm approximately from distal tip end. The stent was noted in the balloon slightly moved to the balloon proximal side. Both sides of the stent were noted open (flared). No dry blood residues were observed in the catheter. Functional test of the insertion of the received unit through a 6f guiding catheter was not possible to be performed because of both stent sides were received open (flared). Failures modes reported thru this customer complaint were confirmed; however, the exact cause of the failures could not be determined. Controls are in place to prevent defectives sds assemblies from leaving the facility, patient lesion conditions could be a possible contributor to the reported failures. Neither the product analysis nor the manufacturing records review suggests that the failure experienced by the costumer could be related to the manufacturing process. No corrective or preventive actions will be taken given even the reported failure was confirmed it does not appear to be related to manufacturing process. Failures modes reported thru this customer complaint were confirmed; however, the exact cause of the failures could not be determined. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the information suggests that vessel, lesion and procedural issues may have contributed to the confirmed complaints.

Event description:
The report received from the affiliate states that the palmaz stent was moved slightly on the balloon the patient's gender and age were unknown. The target lesion was left renal artery. Heavy calcification and vessel tortuosity, the rate of stenosis was 90%. The approach was made from the left brachial artery. The product was properly inspected and prepped and no anomalies were noted. A palmaz genesis (complaint product) stent delivery system (sds) was advanced over cruise guidewire (sjm) through 6f mach1 guiding catheter (bsj) for a direct stent. However, the device became stuck at 20cm from the distal end of the guiding catheter and could not be advanced any further. It was noted that the guidecatheter was found kinked. It was reported that the aortic arch was heavily tortuous. The device was removed from the patient and the physician found the shaft of the sds was kinked and the stent was also slightly moved proximal on the balloon. The procedure was completed by poba with sterling (bsj) without problems. The procedure was completed without patient injury.